Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5083372) on 15-feb-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion hospitalization), dysmenorrhoea ("painful heavy periods"), adenomyosis ("adenomyosis"), coital bleeding ("post coital bleeding") and abdominal distension ("excessive bloating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (had a full hysterectomy to remove essure implants, full d&c). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, adenomyosis, coital bleeding, abdominal distension and weight increased outcome was unknown. The reporter provided no causality assessment for abdominal distension, adenomyosis, coital bleeding, dysmenorrhoea, genital haemorrhage, pelvic pain and weight increased with essure. The reporter commented: tests, full d&c, colposcopy, ultrasounds, x-rays, mris, etc. Caused thickening of my uterus. Serious injury criterion: hospitalization, other (important medical event)were reported, but not specified and/or assigned to one of the events. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5083372) on 15-feb-2019. The most recent information was received on 13-nov-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and genital haemorrhage ('excessive bleeding') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion hospitalization), dysmenorrhoea ("painful heavy periods"), adenomyosis ("adenomyosis"), coital bleeding ("post coital bleeding") and abdominal distension ("excessive bloating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (had a full hysterectomy to remove essure implants, full d&c). Essure was removed on this case was initially received via regulatory authority (food and drug administration, reference number: mw5083372) on 15-feb-2019. The most recent information was received on 13-nov-2019. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, adenomyosis, coital bleeding, abdominal distension and weight increased outcome was unknown. The reporter provided no causality assessment for abdominal distension, adenomyosis, coital bleeding, dysmenorrhoea, genital haemorrhage, pelvic pain and weight increased with essure. The reporter commented: tests, full d&c, colposcopy, ultrasounds, x-rays, mris, etc. Caused thickening of my uterus. Serious injury criterion: hospitalization, other (important medical event)were reported, but not specified and/or assigned to one of the events. Most recent follow-up information incorporated above includes: on 13-nov-2019: legal document received : lawyer was added and the case was made potentially significant. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5083372) on (B)(6) 2019. The most recent information was received on (B)(6)2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ pain') and genital haemorrhage ('excessive bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar disorder, anxiety, depression, migraine headache, blood pressure high, allergic rhinitis and post-traumatic stress disorder. Previously administered products included for an unreported indication: mirena from 2011 to (B)(6) 2012. Concomitant products included amlodipine from 2016 to 2017, aripiprazole (abilify) from 2012 to 2013, clonazepam since 2012, fluoxetine since (B)(6) 2017, gabapentin since 2016, lithium from 2012 to 2017, medroxyprogesterone since 2015, metronidazole since (B)(6) 2015, quetiapine fumarate (seroquel) from 2012 to 2013, risperidone from 2012 to 2013 and trazodone since 2015. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("painful heavy periods/ dysmenorrhea (cramping)"), urticaria ("rashes or skin conditions type: hives for months and months at a time without reason never tested for metal allergy"), bipolar disorder ("initially diagnosed for bipolar disorder") and abdominal pain lower ("lower abdominal pain"). In (B)(6)2012, the patient was found to have weight increased ("weight gain/ gained at least 20 pound") and experienced post-traumatic stress disorder ("psychological or psychiatric problems condition: misdiagnosed bipolar but actually ptsd") and fatigue ("fatigue"). In december 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infection") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion hospitalization), adenomyosis ("adenomyosis"), coital bleeding ("post coital bleeding"), abdominal distension ("excessive bloating"), mood swings ("hormonal changes describe: my mood became a roller coaster of really high ups and really low lows"), bacterial vaginosis ("bacterial vaginosis") and back pain ("lower back pain"). The patient was treated with surgery (had a full hysterectomy to remove essure implants, full d&c). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, adenomyosis, coital bleeding, abdominal distension, weight increased, cystitis, bacterial vaginosis, post-traumatic stress disorder, urticaria, bipolar disorder, dyspareunia, vaginal discharge and fatigue outcome was unknown, the dysmenorrhoea, vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved and the mood swings, migraine and back pain was resolving. The reporter provided no causality assessment for abdominal distension, adenomyosis, coital bleeding, dysmenorrhoea, genital haemorrhage, pelvic pain and weight increased with essure. The reporter considered abdominal pain lower, back pain, bacterial vaginosis, bipolar disorder, cystitis, dyspareunia, fatigue, menorrhagia, migraine, mood swings, post-traumatic stress disorder, urticaria, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: tests, full d&c, colposcopy, ultrasounds, x-rays, mris, etc. Caused thickening of my uterus. Serious injury criterion: hospitalization, other (important medical event)were reported, but not specified and/or assigned to one of the events. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Reporter, patient demographics, medical history, historical drug, concomitant drugs were added. Added events hormonal changes describe: my mood became a roller coaster of really high ups and really low lows/ initially diagnosed for bipolar disorder, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: bladder infection, bacterial vaginosis, psychological or psychiatric problems condition: misdiagnosed bipolar but actually ptsd, rashes or skin conditions type: hives for months and months at a time without reason never tested for metal allergy, migraines / headaches, dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, lower abdominal pain, lower back pain. Updated events onset dates, outcome and reported term. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.